Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a raw open skin irritation .there was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an antibiotic ointment for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.